Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when switching on, the cardiosave intra-aortic balloon pump (iabp) unit continues beeping.

Manufacturer narrative:
Updated fields: b4,d9,e1(initial reporter),e2,e3,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected fields: d5. Additional fields: e1 (B)(6). It was reported that cardiosave intra-aortic balloon pump (iabp) continues beeping when switching on. A getinge field service engineer evaluated observed that system is showing continuous beep sound when switching on the system. Problem suspected with power management board. Replaced new power management board (d670-00-1162)and updated latest software. Then checked the system it is booting up but after some time automatically trying boot again and again then finally continues beeping. Video generator board kit(d040-00-0456) replaced which touch screen not working properly. Alarm data board(d670-00-0860) replaced then system showing electrical test failure #10 so replaced front end board and executive processor board (d670-00-0770) then performed all calibration. Switching on/off several times then checked with demo balloon and trainer it is working fine and ready to use. It is unknown of patient involvement.

Event description:
N/a.